Manufacturer narrative:
Medical device expiration date: this device does not have an expiration date. Device evaluation: a supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the needle from the suspect device broke off and remained in the site during use. The customer went to urgent care and had an x-ray. The needle was detected but they were unable to remove the needle because it was too deep. The customer states he can feel the needle in the site. He was scheduled for surgery and was waiting a call on (B)(6) 2016 from the doctor. Attempts to follow up with the customer regarding surgical intervention have been unsuccessful. No further information is available.

Manufacturer narrative:
Results - no samples (including photos) were returned for evaluation. A lot history review was carried out for the reported lot 4043050 and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusions - bd was not able to duplicate or confirm the customer¿s indicated failure. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Potential root cause for needle breakage is re-use. If samples are received in the future, the complaint will be reopened for further investigation.